Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an incomplete seal of the left atrial appendage (laa) was observed post procedure. A 30mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. There were no recaptures performed during the procedure. At the 45 day follow-up imaging revealed a leak/missed proximal lobe. A 9.2mm area of turbulent flow was noted proximally on the limbus side. The physician has decided to keep the patient on blood thinners and obtain a cardiac computed tomography(CT) at a later date to investigate the area of flow. No further patient complications were reported and the patient's status is good.